Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clip applier was fired by the surgeon and locked on the cystic duct and had to be manually removed. They had to separate the firing trigger and handle to open the device and remove it from the tissue. There was no bleeding or tearing reported. They completed the procedure with a new like device. There was no patient consequence reported. The device was discarded.